Manufacturer narrative:
(B)(4).

Event description:
It was reported that perforation was observed. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.